Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. Customer reported that buttons were not responding after programming insulin pump. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump act, esc and arrow buttons did not respond due to unlock on lcd keypad connector. The buttons responded properly after locking lcd keypad connector. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. No damage on electronics noted. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly.